Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported exposed wires of the power supply. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The serial number provided in the previous report was the serial number of the patient electronic system. The serial/lot number of the power supply is unknown and unable to be obtained. The date received by manufacturer in the previous report was inadvertently entered as 02aug2023. The correct date received by manufacturer for the previous report should have been 12jul2023. The manufacturing date provided in the previous report was the manufacturing date for the patient electronic system. The manufacturing date for the power supply is unknown. Correction to the manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. The reported event was confirmed. Visual inspection verified the power supply was frayed and wires were exposed. A known working test power supply was used for performance testing due to functional damage to the one returned. The unit powered on successfully in conjunction with the returned power extension cable with a test power supply that was connected directly to it. The device history record for the patient electronic system was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformance's were identified that are related to the reported event. The device history record for the power supply could not be reviewed as the serial/lot number was unknown and unable to be obtained.